Event description:
Device issue: torn sheath. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, after a successful arteriotomy closure the starclose se device was removed without incident; however, it was noticed that the sheath appeared to be "sheared". The explantation given was the sheath appeared to split normally but when removed it was found a piece of the sheath was torn and hanging, remaining attached to the sheath. The exact location of the torn piece of sheath was not reported. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.